Event description:
Synovitis [synovitis], device misuse [device misuse], total knee replacement [knee arthroplasty]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown with osteoarthritis (grade 4). (B)(4). On an unspecified date, the patient initiated treatment with first course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2007, the patient experienced synovitis and received treatment with intramuscular depo-medrol (methylprednisolone acetate). On (B)(6) 2007 (after 24 hours), the patient recovered from the event of synovitis. On (B)(6) 2007, the patient received second and third synvisc injection (device misuse). On (B)(6) 2007, the patient underwent total knee replacement. The outcome for the events of total knee replacement and device misuse was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate and for the events of device misuse and total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and with the event of total knee replacement as unrelated. The reporting physician did not provide the causal relationship of synvisc with the event of device misuse. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.